Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, no initial calibration occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter passed as it had voltage. (B)(4) bluetooth device pairing test was performed and the transmitter passed. Transmitter final functional test was performed and the transmitter passed. The share log was reviewed and the transmitter passed. The reported allegation was not found with the returned transmitter. The customer complaint of no initial calibration was not confirmed. The root cause could not be determined. The reported issue of no initial calibration is reportable based on the finding of permanent connection loss.